Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the ablation phase, after removing catheters from the left atrium, following pulmonary vein isolation, and while ablating the cavo-tricuspid isthmus line, a drop in pressure was noticed. A cardiac tamponade was confirmed by using intracardiac echocardiogram. A pericardiocentesis was performed and 200 cc were removed from the pericardial space. The patient was stabilized and transferred to the coronary care unit for observation. Extended hospitalization was required for monitoring after their pericardial tap and a drain was left in. The physician did not provide a casualty opinion on the event. It is unclear when exactly the cardiac tamponade occurred, or what was the cause. However, the physician does not attribute the adverse event to a biosense webster inc. Product malfunction. A transseptal puncture was performed with a baylis needle. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The smartablate default template, recommended stsf flow settings were used throughout the procedure. Graph, dashboard, vector and visitag force visualization features were used during the procedure. Visitag parameters stability 2mm, time 3 seconds, force over time 25% 5g, impedance drop and tag index value color options. No error messages observed on biosense webster equipment during the procedure.